Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose levels, with a reading of 31 mg/dl. Prior to the hospitalization, the customer was involved in a car accident that was caused by low blood glucose levels. The customer stated that she was taking a medication called victoza at the time, which may have contributed to the low blood glucose levels. Nothing further was reported.